Event description:
A customer reported that the light did not come on at the start of a vitrectomy membrane peel case. The surgery was completed by using a alternate light source. There was no impact to the patient or harm reported.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).